Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The guide wire and the microcatheter were returned for evaluation. The guide wire was stuck inside the microcatheter. At approximately 41mm of the distal portion of the guide wire was out of the microcatheter. There was a bend on the microcatheter at approximately 17mm proximal to the catheter tip. Microscopic observation of the catheter tip found that the tip was twisted and unraveling of coils was observed at the catheter tip. A fracture of unraveled coils was observed. Distal to the catheter tip, the polymer jacket of the guide wire was found damaged likely caused by contacting calcification. X-ray observation found that coils of the guide wire were unraveled inside the catheter tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that torsion had contributed to damage of the catheter tip as well as unraveling and fracture of coils of the concomitant guide wire. Continuous torsion was probably applied on the microcatheter while the catheter tip was being trapped in the heavily calcified cto. When the accumulated stress exceeded the product's design limit, the catheter tip become twisted and captured coils of the guide wire; both devices became stuck on one another. Further applied torsion led the coils to unravel and fracture. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, damage found on the tip of the returned microcatheter was too severe to completely rule out a potentiality that some tip fragment(s) might be left in the artery. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.); [warnings] always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); and, [malfunction and adverse effects] damage.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely calcified chronic total occlusion (cto) in #3 of the right coronary artery. An asahi corsair pro microcatheter was delivered over an asahi fielder xt-a guide wire in attempts to cross the cto when the guide wire had come to not responding to manipulation. New wire and catheter were replaced to resume the procedure. The cto was successfully treated with stent deployment. There were no adverse patient effects and the patient was recovering well after the procedure.